Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2015. The customer's blood glucose was between 24 mg/dl and 25 mg/dl at the time of incident. The customer could not recall any significant events leading to their low blood glucose event. The customer recalled waking up after falling and losing a tooth. The customer was unable to report any damage to their drive support cap. The customer declined to troubleshoot fo the insulin pump. The customer declined to return the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-20278.